Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and based on microscopy analysis is inconclusive but the fm may be a mixture of gel and clot activator. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube had "white flakes" inside it near the gel, and was noticed during use. The following information was provided by the initial reporter: "during collection of sample from patient, phlebotomist noticed white flakes inside tube near to the gel of sst vacutainer tube with lot number 9084679."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube had "white flakes" inside it near the gel, and was noticed during use. The following information was provided by the initial reporter: "during collection of sample from patient, phlebotomist noticed white flakes inside tube near to the gel of sst vacutainer tube with lot number 9084679."